Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call, the insulin pump had partial display continuously. Customer's blood glucose was unknown. Customer's mother was advised to contact the hospital in regards to getting a new device.